Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that once the patient was on the surgical table on (B)(6) 2017, their device was tested before they went in to find once again the valve had changed itself from 2.0 to 0.5. Their neurosurgeon felt very confident that the valve was the culprit and not the whole device as only the valve was replaced.

Manufacturer narrative:
The returned valve was patent. All performance levels could be set with a single attempt, and the valve did not spontaneously change levels during the course of analysis. Therefore the conditions of this complaint could not be verified by laboratory personnel. The valve met the requirements for siphon, pressure flow, preimplantation, and leak testing. However, it did not meet the requirements for reflux testing. There was proteinaceous debris observed within the interior and exterior of the valve. Debris within the valve may hold pressure-flow controlling mechanisms open resulting in fluid reflux. The instructions for use that accompany the device caution that ¿shunt obstruction may occur in any of the components of the shunt system. The system may become occluded internally due to tissue fragments, blood clots, tumor cell aggregates, bacterial colonization, or other debris.¿ all valves are 100% tested at the time of manufacture. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported the valve had begun to change settings in approximately (B)(6) 2017.